Manufacturer narrative:
(B)(4). Device evaluation: the device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During preventitive maintenance by a baxter service technician, an infuso.r. Pump was found to require calibration. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available